Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in chile. On (B)(6) 2021, it was reported that the patient's tubing detached at the site connector and quick release while doing no physical activity. The site location was left side of the patient's abdomen and the pump was located on the waist. The infusion had been used for a few hours. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was not stress or pull on the tubing and the pump was not dropped with the set connected to the body.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's tubing detached at the site connector and quick release while doing no physical activity. The site location was left side of the patient's abdomen and the pump was located on the waist. The infusion had been used for a few hours. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was not stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.